Manufacturer narrative:
It was noted that no additional information, medical records, op reports, x-rays, etc. Will be provided due to hospital policy. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history records indicated there have been no other events for the reported lot. Not available.

Event description:
It was reported that surgeon revised patient's right hip due to aseptic loosening.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right hip due to aseptic loosening.